Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states customer had low blood glucose symptoms with results of 4.8 mmol/l and 4.6 mmol/l obtained on the mobile system. Customer lost consciousness, and caller tested customer using a non-roche system. Result was 1.4 mmol/l five minutes following the results obtained on the mobile system; caller treated the customer with glucose tablets. Two minutes following treatment customer's low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.